Manufacturer narrative:
Ts discussed that if there are in-range impedances in the rv that the detect feature would be disabled. Ts discussed possible fluid in the header port causing interference. Ts discussed that since there is no rv lead, there may be residual fluid from the implant making intermittent connection with the setscrew. The rep indicated that the system was checked the night before, after implant, and no issues were observed. The device was reprogrammed to doo mode to prevent any additional pacing inhibition. The physician chose to implant an additional bipolar coronary sinus lead; however wanted to continue with lv only programming. This caused diaphragmatic stimulation. The device was reprogrammed to odo mode and no further stimulation occurred. The device was programmed with bi-ventricular trigger pacing on. The procedure completed with success and no further issues have been reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient became pacemaker dependent due an infection requiring tricuspid valve replacement; therefore, the patient was indicated for a pacemaker. During the implant procedure, the physician did not implant a right ventricular (rv) lead due to the patient's congenital anatomy not making it possible, therefore only an atrial lead and left ventricular (lv) lead were implanted for pacing support. Not using an rv lead in a bi-ventricular system is off-label because the rv lead is used for timing, therefore this would not be considered an optimal set up. As the implant proceeded, electrograms were showing rv artifact every two seconds, labeling it as a premature ventricular contraction (pvc). Rhythm strips were sent in to boston scientific technical services (ts) for review. Ts discussed this was the auto-lead detect feature and can only be deactivated by inserting a lead and getting an in-range impedance measurements less than 2000 ohms. Once this occurs, it will turn the artifact off. The physician inserted an rv lead into the rv port and the signal disappeared. The following day, the field representative contacted ts to report that the device was inhibiting pacing again and inquired if the auto-lead detect could still be active.